Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: is being changed to 'product problem and adverse event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain and degenerative disc disease. It was reported that the ins was not in the same place and was migrating up. The patient stated that at implant, it was 0.5 inches below the scar and now it is 0.5 inches above. They stated that they could feel the top of the ins. The patient reported that sometimes they would feel an itch, scratch it, and feel the ins. No symptoms were reported. No further complications were reported. Follow-up was conducted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2018-mar-13 from a health care provider (hcp) via a manufacturer representative reporting that they attributed the pocket pain and slight implantable neurostimulator (ins) movement to normal recovery and patient anatomy. The steps to resolve the issue were reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain and degenerative disc disease. It was reported that the ins was not in the same place and was migrating up. The patient stated that at implant, it was 0.5 inches below the scar and now it is 0.5 inches above. They stated that they could feel the top of the ins. The patient reported that sometimes they would feel an itch, scratch it, and feel the ins. No symptoms were reported. No further complications were reported. Follow-up was conducted. 2018 (B)(6) mpxr (rep): omitted information from related pe 702421004: headaches additional information received from the rep reiterated that the ins was moving around in the pocket and that the patient had pain at the pocket site. The pain was present even when stim was turned off, but the stim was addressing normal neuropathic pain. The patient was advised to desensitize the pocket area to relieve discomfort. A meeting was scheduled for sometime in (B)(6) to asses the situation, or sooner if the condition were to worsen. No further complications were reported.